Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site and inspected the skyplate detector. He successfully completed gain and pixel calibrations. He tested the image and returned the system back to the customer with full functionality. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). The lost image was not retrieved using the backup cable and the examination had to be repeated. This issue is further monitored and trended. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿.

Event description:
The customer reported that the detector had failed to transfer one image. There was a recent medium shock 3 days before the image transfer fault. The customer was aware of this drop when it happened. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.